Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the second attempted re-sheath of the valve, it was noted that the valve capsule of the delivery system could not fully encapsulate the valve. The patient's blood pressure dropped. The distal stent edge remained exposed. Mitigation techniques were used but were unsuccessful. The microadjust wheel was used in the ascending aorta and the descending aorta. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The patient was temporarily medicated to improve blood pressure. The procedure was completed. The patient status was stable. Per the physician, the patient's blood pressure dropped due to aortic insufficiency caused by the pre-balloon aortic valvuloplasty (bav) and initial deployment.

Manufacturer narrative:
An event of retraction problem, aortic valve insufficiency, and hypotension was reported. The flexnav delivery system, was returned to abbott for investigation. The proximal end of the valve capsule showed slight damage, which is consistent with use-related stress. Upon cutting open the valve capsule, scarring in the inner lining of the valve capsule was observed but was not definitely indicative of valve misload. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. The cause of the reported hypotension and aortic valve insufficiency could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered to address the hypotension. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the second attempted re-sheath of the valve, it was noted that the valve capsule of the delivery system could not fully encapsulate the valve. The patient's blood pressure dropped. The distal stent edge remained exposed. Mitigation techniques were used but were unsuccessful. The microadjust wheel was used in the ascending aorta and the descending aorta. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The patient was temporarily medicated to improve blood pressure. The procedure was completed. The patient status was stable. Per the physician, the patient's blood pressure dropped due to aortic insufficiency caused by the pre-balloon aortic valvuloplasty (bav) and initial deployment.